Event description:
It was reported that the device was leaking in manifolds during the infusion was performed on the patient. The nurse discovered the leak when the patient was decompensated. The patient was eventually placed on va ECMO.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D3, g1: corrected. H6: updated. H3: one picture was provided by the customer for the analysis of this complaint. The picture provided by the customer only shows the identification of the product. It cannot be analyzed the condition reported through the picture provided. Complaint for the failure mode could not be confirmed by investigation as neither pictures or samples were provided by the customer. Without the return of the used samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined.